Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and triggered an alert for high undefined pacing impedance. In addition, the rv lead exhibited oversensing, had a high short v-v interval count and noise in both the bipolar and unipolar configuration. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.